Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that at an unspecified date and time, more than a month ago, the patient allegedly obtained higher readings as compared to what she got on her hemoglobin (hba1c) test. The patient stated that she manages her diabetes with insulin, novolog and lantis (unknown doses), and that in the last month, increased her insulin dosages by a "few units" in response to the reported issue. Approximately a month after the alleged issue occurred, the patient claimed to have developed symptoms of being "dizzy and sweaty" but denied receiving any treatment in response to the symptoms. At the time of troubleshooting, the cca determined that the meter was set to the correct unit of measurement and an approved sample site was used for testing however, it was noted that the subject meter was set to the incorrect code number. The cca was able to walk the patient through the proper coding procedures as recommended per the owner's booklet. Replacement products have been sent to the patient. This complaint is being reported because although the patient denied receiving any treatment after the alleged product issue began, the patient claimed to have developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.